Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of the customer instrument logs and a review of labeling. Review of complaint activity associated with the magnesium assay and reagent lot 36339un17 did not identify any trends associated with the issue. The customer instrument logs were reviewed. This review found the reaction graph for the questioned sample ids were unremarkable, however each result was flagged with cntl. This flag indicates these results were generated after the control results failed and these results should not be reported. The instrument history logs also showed multiple occurrences of aspiration error codes which could indicate inadequate centrifugation or sample preparation issues. Labeling was reviewed and adequately addresses the issue observed by the customer. Based on the available information and this investigation, no systemic issue or deficiency of the architect magnesium assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated architect magnesium results for two patients. The customer uses a normal range of 1.6 to 2.6 mg/dl. The following discrepant results were provided: patient 3: initial 7.3 and repeat 1.5 mg/dl. Patient 5: initial 6.9 and repeat 1.7 mg/dl . No specific patient information was provided. No adverse impact to patient management was reported.